Manufacturer narrative:
Supplemental submitted as this event was also reported in medwatch 0001831750-2014-02092.

Event description:
It was reported via repair work order that the head end lift was stuck elevated due to the coupler being damaged by the gearbox. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the head end lift was stuck elevated due to the coupler being damaged by the gearbox. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.